Event description:
During the procedure, shaft of cardiac stent ruptured during deployment. Stent was successfully deployed. Stent shaft was removed from patient with distal end of shaft and balloon not attached. Complete distal end of shaft and stent balloon were retrieved through the guiding catheter. Everything was retrieved. Per md's notes: implantation of five (5) stents, one of which unfortunately sheared off the stent balloon and was stented against the wall. The percutaneous stents were successfully placed and there was excellent stent apposition. At the end of the procedure, the patient had timi-3 flow and no in-stent restenosis. The case was finished. The catheters were removed. Physician spoke to family regarding the procedure. When md came back, the patient's blood pressure dropped. Code blue was called and an attempt was made to resuscitate him for 30 minutes. Patient briefly regained return of spontaneous circulation but then lost it again and despite doing everything, they were unable to get him back. Defective device did not cause demise. Manufacturer response for drug eluting stent, synergy xd (per site reporter). Field representative informed by ccl manager; he will come and pick it up from ccl.